Manufacturer narrative:
(B)(4). Health effect - (B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
It was reported that a skin reaction occurred. The sensor was inserted into the patient experienced a skin reaction with redness, pimples, hardness and sore under entire patch area. The patient consulted a doctor and he prescribed oral antibiotic capsules (cefalexin) for 5 days. The patient recovered after the treatment. No additional patient or event information is available.